Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The dealer states that the patient is applying weight on the wheellocks to get out of the chair. The dealer states that the patient is mad because he wants a new chair because the wheellocks keep breaking. (B)(4) in customer service spoke with the dealer and he didn't come to cscs. Protocol questions do not apply.